Event description:
A voluntary MDR/medwatch report was received on 03/07/2025. It was reported that an unspecified issue occurred. Date of event is an approximation. The patient reported via maude that the patient experienced several sensor problems. She noted sensor inaccuracies affecting her tandem tslim in modified closed loop. She also noted commination losses with the pump and the app "constantly" for periods as long as 8 hours. While the maude report states use of the app, according to documentation, technical support spoke with the patient who noted she uses only her tandem pump for continuous glucose monitor (cgm) screen. The patient did not recall specifics about sensor failures, just that there have been about 14 sensor failures since starting the g7 over 1 year ago. According to the report, on (B)(6)2024, the patient started talking incoherently. The boyfriend looked at pump which showed low. Gvoke hypopen 1 mg shot was given by the boyfriend, and he called ems at approximately 8 pm. 2 minutes later, they arrived, and the bg was reportedly 8 mg/dl. Ems gave 2 bags glucose/saline. She was taken by emergency medical service (ems) to the emergency department (ed) where she was observed for 4 hrs., she was given insulin for rebound hyperglycemia and discharged with a blood glucose (bg) of 200 mg/dl. The patient was reportedly fine at the time of follow up on (B)(6) 2025. There was no documentation of further medical evaluation or intervention. Data has been received but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5166899, mw5166893, mw5166894, mw5166895, mw5166896, mw5166897, mw5166898, mw5166900, mw5166901, mw5166902, mw5166903, mw5166904, mw5166905, mw5166906. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 03/25/2025. It was reported that an unspecified issue occurred. Data was reviewed, however no data related to issue was provided. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.